Event description:
It was reported that balloon rupture occurred. The 70%-90% stenosed target lesion was located in the moderately tortuous and severely calcium mid to distal superficial femoral artery (sfa). A 5.0 x 150 mm 200cm sterling monorail pta balloon dilatation catheter was advanced for treatment. During the procedure, when the balloon was advance to distal sfa, the balloon ruptured upon inflation at 10 atmospheres for 60 seconds. The balloon was then pulled back to the mid sfa, however the balloon was ruptured again for 30 seconds. The device was removed without any problem, and the procedure was completed with a non-bsc device. There were no patient complications as a result of this event.

Manufacturer narrative:
A global sterling mr 5.0 x 150 mm 200cm was returned to the complaint investigation site (cis) for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a pinhole 45mm from the tip causing the balloon to leak. Inspection of the remainder of the device presented no other damage or irregularities

Event description:
It was reported that balloon rupture occurred. The 70%-90% stenosed target lesion was located in the moderately tortuous and severely calcuim mid to distal superficial femoral artery (sfa). A 5.0 x 150 mm 200cm sterling monorail pta balloon dilatation catheter was advanced for treatment. During the procedure, when the balloon was advance to distal sfa, the balloon ruptured upon inflation at 10 atmospheres for 60 seconds. The balloon was then pulled back to the mid sfa, however the balloon was ruptured again for 30 seconds. The device was removed without any problem, and the procedure was completed with a non-bsc device. There were no patient complications as a result of this event.